Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(4) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the handle ring was snapped. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the handle ring had snapped. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as snapped handle ring on light head could be treated as technical deficiency and in this way the device contributed to the event. There is no information available whether the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury nor death. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is low for the fall of the handle or handle accessories. A root cause analysis was performed by subject matter experts at manufacturing site. Unfortunately, maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. We believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of describe event or problem# field deem required. This is based on the internal evaluation. #b5 previous describe event or problem: on 12th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the handle ring was snapped.. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 12th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the handle ring had snapped. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 12th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the handle ring had snapped. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number ot (B)(4)

Event description:
On 12th september, 2022 getinge became aware of an issue with our surgical lights ¿ powerled 300/700. As it was stated the handle ring had snapped. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of d4 catalog #, serial # and b5 describe event and problem deems required. This is based on the internal evaluation. Previous d4 catalog #: ard568330999. Corrected d4 catalog #: ard568300999/ard568330999. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6)/(B)(6). Previous b5 describe event and problem: on 12th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the handle ring had snapped. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 12th september, 2022 getinge became aware of an issue with our surgical lights ¿ powerled 300/700. As it was stated the handle ring had snapped. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as snapped handle ring on light head could be treated as technical deficiency and in this way the device contributed to the event. There is no information available whether the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury nor death. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is moderate for the fall of the handle or handle accessories. A root cause analysis was performed by subject matter experts at manufacturing site. Unfortunately, maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.